Event description:
The customer reported to olympus that the distal tip was damaged on the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the point was not out on the distal tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation damaged distal tip was confirmed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause for the damage to the distal tip could not be established. Olympus will continue to monitor field performance for this device.